Event description:
While physician operating on patient, tip of secure strap device broke off inside of patient. The white piece at the tip of the device broke off when fired by surgeon on approximately at the firing of the 15th staple. All pieces of device were removed from abdomen per surgeon.